Manufacturer narrative:
(B)(4).

Event description:
This lead was capped because it was not capturing at all but the sensing and impedance numbers were fine. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.